Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal and midsection of the stent was stretched distally such that the distal edge of the stent was distal to the device tip. The 6 most proximal stent struts appeared undamaged and correctly positioned. The undamaged proximal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings evident on balloon wall beneath the stretched stent, suggesting correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed an inner shaft polymer extrusion kink 75mm distal to port bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy¿ stent was used to treat the lesion. During advancing of the stent over a 0.14 guide wire, it was noted that the struts on the stent tip were damaged. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy stent was used to treat the lesion. During advancing of the stent over a 0.14 guide wire, it was noted that the struts on the stent tip were damaged the procedure was completed with another stent. No patient complications were reported.